Event description:
Journal article received, high failure rate of trochanteric fracture osteosynthesis with proximal femoral locking compression plate, wirtz c., abbassi f., evangelopoulos d.s., kohl s., siebenrock k.a., kruger a., injury. 2013 jun; 44 (6) :751-756 reported: 12 males and 7 females with a mean age of 59 years, ranging from 19-96 years, were treated with open reduction and internal fixation using synthes proximal femoral locking compression plate for trochanteric region fractures between january 2008 and june 2010. All patients were followed up until complete union occurred or a revision operation was performed with a mean follow up of 34 months. All patients received prophylaxis antibiotic and anticoagulation treatment pre and post-op. The patient¿s were implanted with three k-wires at 95, 120 and 135 degrees, an unknown number of self-drilling, self-tapping cannulated screws were inserted over the k-wires and an lcp plate. It was reported that eight patients complained of persistent trochanteric pain resulting in the removal of hardware for three of the patients. The remaining five patients refused implant removal despite persistent complaints of trochanteric pain. No further information is available. This is 3 of 3 reports for (B)(4). This is for an unknown plate.

Manufacturer narrative:
Device was used for treatment and not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.